Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026 as the adhesive material of infusion set was dry. No further information available.